Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2tfpk); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2024. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were going into their managing health care provider today (2024-jan-16) for a revision and a surgery to fix what happened "pretty much" right from the beginning. The patient stated that they'd had the device in for at least 2-3 months and that they could feel the stimulation so it was "working" in that regard but it never really helped their symptoms/they were having problems and it wasn't as good as it was when they had the temporary one. The patient stated their health care provider (hcp) "took an MRI" and determined that it looked like it was working for their symptoms but the ins pocket site was hurting the patient and it felt like the "little part of the lead" was no longer "flat," that it had turned sideways which was different from when they first had it. The patient denied having had any falls or traumas that would have led to the event. They stated they'd taken a road trip from south dakota to colorado and they had been in the car for a long time but that was it. The patient stated at first they thought they were crazy because they started to feel a shock/buzzing sensation on the part of the lead that was turned sideways but then they started reading things on recalls (patient services did not ask any further questions about the "recalls" because they were focused on the reason for call) and they wanted to call patient services to inquire if there had a been a recall on their device before they had a revision later today. Patient services reviewed information with the patient and redirected the patient to continue to follow up with their health care provider (hcp) about their concerns. The patient stated that leading up to the decision to revise the system, the patient had gone into the health care provider (hcp) office a couple times and they changed the settings/ "moved around" on the programs but it didn't help. The patient also reported medical history, that they had cancer for years and they'd been around a few times so they were kind of embarrassed to say anything about the shocking and that when they read about it on the recalls, they thought that they weren't imagining it, that it had happened to other people but it was just weird. Patient stated that maybe some wires got crossed. Docu.